Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is a faulty air in line programmable circuit board (pcb). The air in line pcb has been replaced. Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A service history review has been performed and the device has not been previously serviced by baxter for the reported condition. The current user interface module software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is currently unknown.